Event description:
It was reported that sometime post a port placement, the patient allegedly experienced swelling of the neck with cervical edema of the port lodge. It was further reported that the healthcare personnel immediately ceased the infusion of the chemotherapy to prevent harm to the patient and a five-milliliter of the blood was aspirated to remove as much of the infused fluid. It was also reported that the catheter was allegedly opacified and ruptured, and confirmed a leak on the chamber path with extravasation of caelyx-type chemotherapy on the catheter. Furthermore, swelling and extravasation was caused due to perforation of the central pathway. Reportedly, ice pack was applied to reduce the product diffusion and topical corticosteroid was applied to treat swelling and extravasation. The port was removed with visualization of the breach in the catheter. The patient was reported to be stable.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one x-port isp implantable port attached to a catheter was received for evaluation. Visual, microscopic, tactile and functional evaluation were performed. The sample appeared to have residue and discoloration throughout. A partial compound break was noted approximately 10.5cm from the distal end of the cath-lock. Catheter wear was noted throughout the attached catheter and a complete circumferential break was noted on the distal end of the attached catheter. The edges of the partial compound break on the catheter were noted to be jagged. The surface was noted to be granular in one region: round and smooth in the other region. Upon infusion, a leak from the partial compound break was observed. Therefore, the investigation is confirmed for the reported fracture, fluid leak, opacification and identified wear and deformation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2024), g3, h6 (device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that sometime post a port placement, the patient allegedly experienced swelling of the neck with cervical edema of the port lodge. It was further reported that the healthcare personnel immediately ceased the infusion of the chemotherapy to prevent harm to the patient and a five-milliliter of the blood was aspirated to remove as much of the infused fluid. It was also reported that the catheter was allegedly opacified and ruptured, and confirmed a leak on the chamber path with extravasation of caelyx-type chemotherapy on the catheter. Furthermore, swelling and extravasation was caused due to perforation of the central pathway. Reportedly, ice pack was applied to reduce the product diffusion and topical corticosteroid was applied to treat swelling and extravasation. The port was removed with visualization of the breach in the catheter. The patient was reported to be stable.